Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 14 atms during post-dilation following stent deployment. The number of inflations and to what atms is unknown. The lesion was located in the calcified, non-tortuous 90% stenotic left anterior descending artery (lad). The procedure was completed with this device. There were no pt injuries, and pt status was reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. There are no similar complaints of this nature related to this batch number.